Event description:
The physician intended to use an everflex plus to treat a lesion in the mid sfa. The device was removed from packaging per IFU, inspected and prepped with no issues noted. It is reported that stent deformation occurred in vivo during positioning/deployment of the stent at the lesion site. Severe resistance was reported; the stent was fully deployed but the physician had to pull the sheath back forcibly. The deployed stent was severely elongated to 260mm. No further clinical sequelae reported.